Manufacturer narrative:
Interrogation of the pump determined it was programmed to deliver lioresal 500mcg/ml at 96.06mcg/day. Analysis of the implantable pump (serial # (B)(4) identified high resistance in the battery. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. The device was returned to the manufacturer without a complaint. No symptoms were reported. There were no further complications reported at this time.